Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, no image displayed due to communication failure caused by cable failure. It is likely that the cable broke due to water invasion inside the device because of watertightness failure from connector occurred. The phenomenon may have been prevented by reading contents of the instruction manual regarding connector damage which states: ¿do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ¿not getting an image when plugged in¿ was confirmed. The device evaluation found no image displayed on monitor due to faulty cable. Additionally, rubber parts on the rear cover packing was peeled and the rear cover label was faded. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales/marketing personnel reported on behalf of the customer that the 4k autoclavable camera head was not getting an image when plugged in. The issue was found during preparation for use in an unknown procedure. There were no reports of patient or user harm associated with this event.